Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was investigated. The device was able to be powered on and off but would power off by itself on battery power. A battery failure caused the device not to measure the correct remaining battery levels and power off by itself due to low battery levels.

Event description:
The customer reported the device powered off without an alarm. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned.

Event description:
The customer reported the device powered off without an alarm. No patient impact or consequences were reported.